Event description:
It was reported that the tip of an asahi sion blue guide wire had fractured during a percutaneous coronary intervention (pci) to treat a heavily calcified 90-99% stenosis in the left anterior descending artery (lad). For debulking with rotablator, the sion blue guide wire was advanced through the lesion and an unspecified cutting balloon catheter was then used. After that, attempts were made to remove the sion blue guide wire to exchange the wire for a rotawire. During wire removal, resistance was met and the outer coil of the guide wire was found elongated and fractured. The wire fragment was removed using devices such as a snare and there was nothing left in the patient anatomy. The procedure was then resumed and successfully completed with reestablished blood flow achieved by stenting. There were no adverse patient effects associated with this event. The patient was reportedly fine without any issues.

Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: na; this manufacturing site is not FDA registered and devices produced by it are not distributed or sold in the us. The separated tip fragment of the reported sion blue guide wire was returned for evaluation with an asahi sion guide wire, a non-asahi ivus catheter and a non-asahi guide extension catheter. The sion guide wire and the ivus catheter were inserted inside the guide extension catheter. The proximal shaft of the ivus catheter was found cut off. The tip fragment of the sion blue guide wire was twined around at the wire port of the ivus catheter. The outer coil of the tip fragment was elongated for approximately 100mm and then fractured. Microscopic observation found that the fracture end of the outer coil was twisted and had a flat fracture surface, indicating that the coil fracture was attributed to torsion generated most likely when the outer coil was pulled and straightened. At approximately 5mm from the wire tip, the core-composing straight core wire and twist wire were twisted against each other and wrenched off. The proximal segment of the sion blue guide wire was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torquing manipulation was locally accumulated on the tip of the sion blue guide wire likely when the tip was being caught by the lesion, twisting the straight core wire and twist wire against each other to be wrenched off. Further applied tensile stress generated with removal then made the outer coil elongate to fracture. It was concluded that this event was not attributed to product quality. Because the proximal segment of the sion blue guide wire was not returned, it was unable to completely rule out the potentiality that some wire fragments might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] separation of the guide wire.